Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: surgery notes indicating no intra-ops complication during initial and revision surgery. After the surgery patient had two trauma events that could enhance scar tissue buildup. On (B)(6) 2019, patient-reported not having good flexion along with pain and swelling. It should be noted that the patient had canceled the mua in due to health conditions. The patient was revised for arthrofibrosis, stiffness, difficulties with adls, rom -20-60°. A large amount of scar tissue was noted. X-ray review noted on the report found good prosthesis alignment, no evidence of loosening or subsidence. X-ray which was provided to the pms team was not reviewed ref dl1270850. This confirms the complaint. A definitive root cause cannot be determined. Per package insert persona the personalized knee system: pain, swelling, poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 42522600812, lot 63350968. Item 42532007502, lot 63481089. Item 42557000114, lot 63548884. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01025, 3007963827-2020-00091, 0001822565-2020-01026. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total knee arthroplasty, subsequently; the patient was revised three years later due to pain and stiffness. During the revision, significant scar tissue was debrided. The tibial and femoral components were replaced without complication.